Event description:
It was reported after inserting an intraocular lens (iol) into the eye and adjusting to the proper rotation, a possible peripheral posterior capsule tear was noted nasally. The iol was removed, the incision was enlarged to allow for a different model iol, and a 3-piece iol was implanted positioned in the sulcus with posterior optic capture. A suture was used to close wound. The patient recovered. Additional information was requested, but not received.

Manufacturer narrative:
The device was returned and evaluated. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause could not be conclusively determined.

Manufacturer narrative:
Additional information:a2, b5, b6, d10, g3, h2, h10/11.

Event description:
Additional information was received indicating right eye was affected eye.